Event description:
Additional information received from the physician office noted that the patient reports persistent phrenic nerve stimulation that is not always resolved from changing positions. The phrenic nerve stimulation was reported in all left ventricular configurations. It was noted that testing in the past has shown an increase in phrenic nerve stimulation with extension of pulse width. It was further reported that during a recent in-office visit, reprogramming was done to reduce the left ventricular (lv) lead safety margin and outputs due to the continued phrenic nerve stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were having a consistent twitching in the mid-back on the left side towards the outside, right on the cusp of being on the back or left side/edge. It was noted that the consistent twitching continued but was not consistent like a muscle spasm and it was not painful. Follow up with the clinic confirmed that the patient was experiencing phrenic nerve stimulation in all configurations during testing. Reprogramming was done with the best possible vector. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.